Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article "lumen apposing metal stents for the treatment of pancreatic and peripancreatic fluid collections and bleeding risk: a propensity matched study." By benedetto mangiavillano et al. Per the article, a retrospective study included patients with symptomatic pancreatic fluid collections (pfcs) who underwent endoscopic ultrasound (eus)-guided drainage using hot axios or hot spaxus from july 10, 2019 to february 28, 2022. A total of 185 patients underwent placement of hot axios at one of 18 high volume endoscopy referral centers. Technical and clinical success rates were similar between the hot axios and hot spaxus group. Post stent placement, two stent migrations were noted at 32 and 45 days. The migrated stents were not replaced as there was a healing sign. There were also twenty lams occlusion noted. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: the exact date of event was not reported. Approximated based on the date the article was published. Block h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: benedetto mangiavillano et al. "Lumen-apposing metal stents for the treatment of pancreatic and peripancreatic fluid collections and bleeding risk: a propensity matched study" endoscopy 2024; 56: 249-257 doi: https://doi.org/10.1055/a-2219-3179. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction within device.